Manufacturer narrative:
Device evaluation/investigation is in progress.

Event description:
Customer reports, protime inr results running higher than reference lab instrument. No pt adverse events or negative outcome reported.